Event description:
After using this product for a few days, I became dizzy and was unable to get up or walk without assistance because I felt as if the room was rotating. Dose or amount: 3 drops for each cleaning. Frequency: twice daily. Dates of use: (B)(6) 2018. Diagnosis or reason for use: clean/disinfect contacts.